Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with bilateral salpingectomy, in vaginal cuff closure, the needle had dislodged from the handle with a thicker bite and was retrieved without issue. A new suture with the same handle was used, after loading and when the suturing was started at another area, with normal sized bite; it was noted that the device was no longer holding the needle even though the wings are still in (did not spring open to let go of the needle). The surgeon was able to identify the suture attaching and half of the needle. To resolve the issue, the suture was cut to retrieved the half-needle and fluoroscopy was performed to identify and localize the other half of the needle, which was in the vaginal stroma. An anticipated tissue loss was noted, the incision was extended as a small additional (greater than 1 square centimeter ) vaginal cuff tissue was removed and the needle was identified and removed. The surgical time was extended for more than thirty minutes.